Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm fenestrated bipolar forceps was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was damage to the conductor wire such as exposed wire, damaged insulation, or a broken cable in half. There was no thermal damage and no missing pieces at the tip of the instrument. There was no arcing. There was no injury to the patient.